Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s device was inadvertently found on off. It was noted that reprogramming was completed (B)(6) 2019 and the event was resolved.